Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure five resolute onyx stents were implanted into the lad. One day post index procedure, the patient suffered a mi. Cec adjudicated the mi as a non q wave mi (target vessel) 3rd udmi peri pci in the lad. Side branch occlusion was reported. Cec also adjudicated stent thrombosis as no event. Safety assessed the event as possibly related to the index device but not related to anti-platelet medication.